Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported the device was difficult to undeploy and difficult to withdraw. A pulse field ablation procedure for paroxysmal atrial fibrillation was performed using a 31mm farawave catheter. During the procedure, difficulty was encountered undeploying the farwave catheter. Before the farawave catheter was removed from the patient, additional force was required to withdraw the farawave catheter into the sheath. No patient complications were reported.

Event description:
It was reported the device was difficult to undeploy and difficult to withdraw. A pulse field ablation procedure for paroxysmal atrial fibrillation was performed using a 31mm farawave catheter. During the procedure, difficulty was encountered undeploying the farwave catheter. Before the farawave catheter was removed from the patient, additional force was required to withdraw the farawave catheter into the sheath. No patient complications were reported.

Manufacturer narrative:
Device analysis upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. The farawave catheter was returned without a guidewire inserted in the device. Visual inspection observed no outer abnormalities. During functional analysis a test guidewire was successfully inserted through the farawave catheter. Resistance was encountered during deployment to basket and flower configuration and the farawave catheter was not able to be undepoyed to a nominal position using the handle slider. The farawave catheter was dissected and an accumulation of corrugation was identified in the distal section of the catheter tip, constricting the guidewire lumen. Based on the analysis of the returned farawave catheter, the reported event of difficult to withdraw was unable to be confirmed and the reported event of difficult to undeploy was confirmed.